Event description:
It was reported that the atrial lead was damaged with electrocautery during device implant, which caused the device to go into backup vvi mode. The device was reprogrammed and remains implanted. The patient is ok.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.